Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experienced high blood glucose. Blood glucose reading was 27.3 mmol/l. Customer did not report any symptoms of high blood glucose. Trouble shooting was performed. Customer was using insulin pump system within 48 hours of reported event. Customer stated auto mode was active during the high blood glucose event. The insulin pump will not be returned for analysis.